Manufacturer narrative:
Unable to download insulin pump to verify history anomaly due to corrupted history files. The device passed the displacement test. A scratched lcd window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is over-delivering insulin. Nurse stated that after a review of the carelink pro, there are boluses that customer did not program. The insulin pump will be replaced. Nothing further reported.